Manufacturer narrative:
(B)(4). D10: unknown femoral stem unk. The reported event was identified during review of a journal article: wier j, liu kc, piple as, christ ab, longjohn db, oakes da, heckmann nd. Factors associated with failure following proximal femoral replacement for salvage hip surgery for nononcologic indications. J arthroplasty. 2023 may 19:s0883-5403(23)00545-4. Doi: 10.1016/j.arth.2023.05.021. Epub ahead of print. Pmid: 37209911. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01686. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The study reported, one patient, who had bilateral hip developmental dysplasia and failed bilateral total hip arthroplasties (implants unknown) with high hip centers underwent proximal femoral replacement with a 90mm stem. The patient reported 8 months of worsening hip pain before radiographic follow-up and subsequent revision due to femoral aseptic loosening (fracture of the cement mantle) at approximately 10 years. A new proximal femoral replacement with a 225mm stem cut to 195mm was implanted. Attempts have been made and no further information has been provided.